Event description:
This ra lead was implanted on (B)(6) 2001 and remains implanted at this time. A call was placed to technical service on 09/11/2016 stating that this lead exhibited cautery oversensing and pacing inhibition. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).